Event description:
Additional information was received. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
H3: logs were not able to be returned. Software analysis was completed based on the information available and determined that based on the information provided, 0.5-1.0 mm inaccuracy was reported during surgery. As per the IFU of stealthstation s8, the reported inaccuracy 2mm is within the margin of navigational accuracy. There is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. Codes b17, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #:(B)(6) ; product ID: 9733449, lot/serial #: unknown h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the health care professional (hcp) commented that with the navigation system they had used, the hcp noticed sometimes when verifying the accuracy of the straight suction on a certain spot on the tip of the nose, that the system shows 0.5-1.0 mm deep of where they actually are. This would happen regardless of how well the registration went. There was no reported impact to the patient. Additional information was received stating that the health care professional (hcp) stated that they have seen this general issue between different sites. Hcp mentioned they noticed it system wide (software). Not a specific instrument. Additional information was received stating that the health care professional (hcp)mentioned that the curved suctions appeared to "deep " on the navigation system (specifically on one part of the nose where it was very boney i.e. Not much tissue) compared to where it was physically on the patient. The hcp noted that the other two planes were accurate and it's just the one plane showing it was too deep. Hcp noted this is also system-wide and not specifically an instrument